Event description:
Before device placement, pt presented with a double barrel colostomy for perforated diverticulitis. Pt had an open resection and closure of the colostomy. Due to tension of wound closure, the surgisis gold graft was used intraperitoneally as reinforcement. Pt developed a small bowel fistula through the center of the mesh area approximately 2 weeks post placement requiring surgical repair. Pt recovered and was discharged.